Manufacturer narrative:
Maquet cardiovascular has not yet received the device for investigation. A supplemental report will be sent when the device is received and the investigation is completed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal would not load properly. Another heartstring was used to complete the procedure. There were no pt effects. The product is returning.